Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received.

Event description:
It was reported that, during a patient's trial procedure, the lead was kinked. Reportedly, the physician was having difficulty inserting the lead, which caused the lead to kink on the distal part. The physician also noticed a kink on the proximal end of the lead and while trying to move the lead, accidentally cut it. As a result, the lead was pulled and discarded.